Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a scratched keypad overlay, a cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned an error alarm twice within three days. Customer reported that he was unable to describe whether or not there was any damage to the insulin pump's drive support cap. Blood glucose level was 109 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.